Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st (device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2017 (device #1) and (B)(6) 2017 (device#2) the patient underwent surgery for implant of an unspecified bard/davol ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st (devices #1 and #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.